Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump left arrow button was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up arrow allows them to navigate screens. Customer stated an alarm was not in progress at the time the button was unresponsive. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test. No button error alarm noted upon testing. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly.